Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not returned; however, a photo of a cracked luer with white stress marks was provided by the customer. This type of defect has been replicated in the houston complaints lab and is caused by user handing. The root cause of the customer's complaint is related to a stress induced force consistent with an external force applied by a user when connecting the luer connector to the handpiece. After an investigation of this complaint, it has determined that no further actions will be pursued at this time as the most likely root cause was determined to be related to user error. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that cassette got stuck to the handpiece and broke off after detaching during cataract surgery. The surgery was completed by replacing with another pak. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).